Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between march 20-21, 2024. H11: the actual device was received for evaluation. Visual inspection was performed, and leakage was not easily identified. Functional testing of sample was performed, the reported issue of leakage was not reproduced, and no leaks were found or observed on the returned sample. The returned sample met specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unspecified location. The bag leaked into the plastic covering while in the fridge. The device contained 7.5% dextrose tpn. This occurred prior to patient use. There was no patient involvement. No additional information is available.